Event description:
It was reported, anastomotic leak. The radiologist highlighted badly formed points. Procedure: low anterior resection.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of month complaint was reported. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was received: what were the indications for surgery? Right hemicolectomy. What type of radiology examination was done? Can results and photos be shared? No way to have it. What healthcare professional fired the device and what is his/her experience with the device? High, they use with success from several years where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I don¿t think surgeon could remember such data. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? They are well trained and they wait even with other devices where it is not required.

Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of month complaint was reported. Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified. Additional information was requested, and the following was received: what were the indications for surgery? Right hemicolectomy. What type of radiology examination was done? Can results and photos be shared? No way to have it. What healthcare professional fired the device and what is his/her experience with the device? High, they use with success from several years where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? I don¿t think surgeon could remember such data. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? They are well trained and they wait even with other devices where it is not required.

Event description:
It was reported, anastomotic leak. The radiologist highlighted badly formed points. Procedure: low anterior resection.

Manufacturer narrative:
(B)(4). Date sent: 02/24/2022. Additional information was received: the case occurred between on (B)(6) and the beginning on (B)(6). Patient had undergone a lar operation which was checked by the endoscopist 12 hours after the operation, since they presented rectoplagia post-surgery. The bubble test was performed post anastomosis and no leaks were detected. Endoscopic images cannot be shared per hospital policy. Operator dr. (B)(6). Approximately 50-year-old male patient fixed with endoscopic hemostasis with clips.